Event description:
On (B)(6) 2013, permacol mesh was inserted in the patient. The patient experienced a hematoma. No action was taken. According to the principal investigator, there is a possible relationship between the event and the device.

Manufacturer narrative:
(B)(4).